Manufacturer narrative:
Investigation summary: customer returned (1) 32g, 4mm bd pen needle without the tear drop label attached (used). Consumer reports two defective nano needles in the same lot, on consecutive days. The returned pen needle was examined and exhibited a bent non-patient end cannula, and a good patient end cannula. Closer observation using a microscope revealed no manufacturing defects. The probable cause of the bent non-patient end cannula is human error. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula non-patient end). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that two pen ndl 32g 4mm 100bx 1200 USA experienced an inability to deliver insulin/medication during injection. The following information was provided by the customer: material no.: 320122. Batch no.: 7319667. It was reported the consumer had two defective nano needles in the same lot on consecutive days. Please cross-reference pr 863482. Pr 863482 addresses the incident that occurred on (B)(6)2019. Verbatim: I have had two defective nano needles in the same lot, on consecutive days. The pen is fine and functions normally when the needle is replaced. This has never happened before: lot: 7319667.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two pen ndl 32g 4mm 100bx 1200 USA experienced an inability to deliver insulin/medication during injection. The following information was provided by the customer: material no.: 320122, batch no.: 7319667. It was reported the consumer had two defective nano needles in the same lot on consecutive days. Please cross-reference (B)(4). (B)(4) addresses the incident that occurred on (B)(6) 2019. Verbatim: I have had two defective nano needles in the same lot, on consecutive days. The pen is fine and functions normally when the needle is replaced. This has never happened before: lot: 7319667.